Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using a small bore hole. Reportedly, a suture break occurred during knot advancement due to jerky movement. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture separation could not be confirmed due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a suture break occurred during knot advancement due to jerky movement. It should be noted that the electronic perclose proglide instructions for use (eifu), (suture breakage section) states: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.